Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Event description:
Customer reported that the numbers on the insulin pump were ramping up on their own when trying to bolus. Customer also received a button error alarm. Customer's current blood glucose reading is 125 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.